Event description:
Device 1 of 3. Ref MFR report# 1627487-2014-01460, ref MFR report# 1627487-2014-01461. It was reported during reprogramming effective coverage was not achieved in the back of the leg. Reportedly, the patient can feel the ipg moving in the pocket. X-rays have been ordered as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.